Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No blank display noted. The insulin pump was monitored and no constant tone during testing.no moisture damage was found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that here is crack in plastic pump near battery cap. Customer was unsure how the damaged occurred. Customer stated the pump was exposed to pool water. Customer reported that she fell into the pool. Customer was unable to troubleshoot due to blank screen. Customer was advised the pump need to be replaced due to crack. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with manual injection before the troubleshooting.